Event description:
It was reported that a patient presented in clinic for a routine follow up. Upon review, it was found that the patient's right atrial lead had no sensing and no capture. The lead was explanted and replaced. No patient condition was reported.